Event description:
It was reported the patient previously experienced withdrawal/withdrawal symptoms due to a catheter break that reportedly occurred ¿the last two times the pump has been implanted¿. Due to the event, the patient wasn¿t receiving medication from the pump. The first catheter break reportedly occurred ¿sometime¿ in 2002. The second time the catheter broke, it was ¿anticipated¿ when the patient went in for a pump replacement in august of 2008. It was noted, ¿when they went in last time they anticipated the catheter broke again because I¿m probably a lot more active than most people with these pumps¿. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11190r12, serial# (B)(4), implanted: (B)(6) 2002. Product type: catheter. (B)(4).